Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see: 3002806535 - 2018 - 00494. Report source: foreign. The event occurred in the (B)(4). This report is being submitted late as it has been identified in remediation. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address poly-wear. Patient had reportedly significant bone acetabular and femoral bone loss. Attempts have been made and no further information has been made available at this time.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this report is a duplicate of a previously submitted medwatch form. The initial report was forwarded in error and should be voided.